Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: when removing the cage from the top of the esm, the micro card came out of it holder on its own. Esm replaced as a precaution.

Event description:
The following was reported to hamilton medical ag: the ventilator shut down and rebooted.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: when removing the cage from the top of the esm, the micro card came out of it holder on its own. Esm replaced as a precaution. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the unit shut down on its own and rebooted right away during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient as per provided information. During inspection of the device, when removing the cage from the top of the esm board, the micro card came out of its holder on its own. It took some attempts to reseat the card before it stayed where it belonged. The provided logfiles do not cover the reported date of the event, consequently the device shut down cannot be confirmed. As a precaution measure, the esm was replaced, the device was tested and returned into service.

Event description:
The following was reported to hamilton medical ag: the ventilator shut down and rebooted.